Manufacturer narrative:
Omit : a1601 - device alarm system (1012), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0600101 - alarm, audible additional information : device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes ,remedial action required,remedial action and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the channel disconnection of alaris pump brain as loading into the back of an ambulance. There was no patient harm.

Event description:
It was reported that the channel disconnection of alaris pump brain as loading into the back of an ambulance. There was no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a,c,d and g codes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the channel disconnection of alaris pump brain as loading into the back of an ambulance. There was no patient harm.